Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found severely melted and lifted up from mid section exposing metal. There were also a char marks observed on the non-insulated area of the jaw and the probe unit. The distal end of the device was inspected under a microscope and found scratch marks on probe unit. The golden coating had a small peeling. The device was found to be non-functional as both the switches were not working. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was initially informed that during a total vaginal hysterectomy procedure the device stopped working with no error codes displayed on the generator. Furthermore, olympus was informed that no device fragment fell inside patient. The event occurred while the doctor was using cut/seal function of the device towards the end of the procedure. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed using another thunderbeat device. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The device was forwarded to the OEM for further investigation. A review of the device history records revealed no anomalies related to the reported device/event were noted. The electrodes inside the handle were inspected as a result of the seal button not being able to activate the device. The electrode for seal mode appeared to have a wider distance between the contacts. The inside of the handle was inspected. The inspection revealed the electrodes for both modes were deformed. The OEM¿s investigation concluded that the most probable cause for the teflon pad damage can be attributed to: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The coating could have come off when dirt such as burn was scraped off with something hard. Therefore, the OEM concludes the phenomenon was due to the handling at the user facility. The malfunction of the both buttons was most likely caused by the deformed electrodes that resulted in a bad contact with the td-tb400. The deformation of the electrodes was attributed to the manufacturing of the device. The OEM implemented resistance value inspection into the manufacturing process on march 27, 2017.